Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with low blood sugar. The patient's blood glucose levels reached an unknown level while wearing the pod between 4 and 24 hours. The patient was treated with glucose IV (intravenous). The patient was released the same day. The pod was not worn when seeking medical attention.